Event description:
The button sticks in the on position.

Manufacturer narrative:
The actual device was returned to co and visually examined. Pencil was found to have intermittent activation of coag. There was some contamination undet the coag dome. Manufacturing has been informed.